Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys tsh (tsh), elecsys ft3 (ft3) and elecsys ft4 (ft4) on a cobas 6000 e 601 module. (B)(6). The initial results were reported outside of the laboratory and provided to the patient. Upon completion of repeat testing, the correct results were provided to the patient. No reagent lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) replaced the measuring cells. Since the measuring cell replacement, the instrument has been running well. The investigation determined the event was consistent with a maintenance issue.